Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6), 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will need to report an event similar to this issue as it will be deemed a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for treatment. The root cause was determined to be due to an empty or discharged real time clock battery on the control board. There was no patient or user harm.

Event description:
Device given by hamilton to professor mercat for several research many years ago and finally used on patient due to covid-19. It seems the device stopped to work on a patient last week but no idea of the accurate date and the biomedical department did not set the correct clock and date.